Event description:
The forks on the front are worn and the head tubes need replaced.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.